Event description:
Pt called alleging that their test strips were peeling. The test strips have been opened for less than three months. Using the peeling test strips, this pt reported blood glucose of 214mg/dl and 169mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of prcision. Customer service sent pt replacement test strips. Medical affairs is reporting this case as a strip malfunction because of the peeling test strips.